Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("slightly displaced proximal left fallopian tube essure device"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no: 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incision site pain, female sexual dysfunction, irregular menstruation, injury to pelvic organs, chronic cervicitis, adenomyosis and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) since on (B)(6) 2013 to 2014 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)", dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 metallic linear spring like densities are present in the hysterectomy specimen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion slightly displaced proximal left fallopian tube essure device when compared to its position in relation to the contrast within the proximal fallopian tube at the left uterine cornu. However, no contrast enters either fallopian tube and there is no free spill of contrast into the peritoneal cavity. 2. Normal appearance of the in the major cavity. 3. No abnormality demonstrated on the post void image of the pelvis. Pathology test: on (B)(6) 2014: hysterectomy with bilateral salpingectomy: I. Cervix - chronic cervicitis. 2. Endometrium: dyssynchronous proliferative pattern of bleeding change. 3. Myometrium: superficial adenomyosis. 4. Bilateral fallopian tubes: essure devices grossly identified. Received in formalin labeled with the patient's name and "cervix, uterus, bilateral fallopian tubes" is an 8.5 x 4.5 x 4.0 em/ 84 gram uterine corpus with attached cervix and bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening, and the 4.0 x 3.2 x 1.6 cm ectocervix is covered with a pale tan-pink mucosa featuring a 0.3 x 0.3 em patent as. The 3.8 x 0.6 em endocervical canal features mucoid nodularity. The 2.2 x 4.0 em endometrial cavity has a greatest thickness of 0.1 em and is otherwise unremarkable. The myometrium has a greatest thickness of 2.0 cm and is slightly trabeculated and free of masses or lesions. The left tube is 7.0 x 0.5 em and features a coiled metal wire at its base. The right tube is 6.5 x 0.5 cm and also features a coiled metal wire at its base. The wire extends into the upper-most fundus. Concerning the injuries reported in this case, the following ones /were described/confirmed in patient¿s medical records: depression, chronic pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via device dislocation. Most recent follow-up information incorporated above includes: on 21-jan-2019: new pfs+mr received. Lot number added. New events- device dislocation, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue were added. New reporters, plaintiff's information, concomitant conditions and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("slightly displaced proximal left fallopian tube essure device"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incision site pain, female sexual dysfunction, irregular menstruation, injury to pelvic organs, chronic cervicitis, adenomyosis and depression. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) since (B)(6) 2013 to 2014 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 2 metallic linear spring like densities are present in the hysterectomy specimen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion slightly displaced proximal left fallopian tube essure device when compared to its position in relation to the contrast within the proximal fallopian tube at the left uterine cornu. However, no contrast enters either fallopian tube and there is no free spill of contrast into the peritoneal cavity. 2.normal appearance of the in the major cavity. 3. No abnormality demonstrated on the post void image of the pelvis. Pathology test - on (B)(6) 2014: hysterectomy with bilateral salpingectomy: cervix - chronic cervicitis. 2. Endometrium - dyssynchronous proliferative pattern of bleeding change. 3. Myometrium - superficial adenomyosis. 4. Bilateral fallopian tubes - essure devices grossly identified. Received in formalin labeled with the patient's name and "cervix, uterus, bilateral fallopian tubes" is an 8.5 x 4.5 x 4.0 em/ 84 gram uterine corpus with attached cervix and bilateral fallopian tubes. The serosa is tan-pink, smooth and glistening, and the 4.0 x 3.2 x 1.6 cm ectocervix is covered with a pale tan-pink mucosa featuring a 0.3 x 0.3 em patent as. The 3.8 x 0.6 em endocervical canal features mucoid nodularity. The 2.2 x 4.0 em endometrial cavity has a greatest thickness of 0.1 cm and is otherwise unremarkable. The myometrium has a greatest thickness of 2.0 cm and is slightly trabeculated and free of masses or lesions. The left tube is 7.0 x 0.5 cm and features a coiled metal wire at its base. The right tube is 6.5 x 0.5 cm and also features a coiled metal wire at its base. The wire extends into the upper-most fundus. Concerning the injuries reported in this case, the following ones /were described/confirmed in patient¿s medical records: depression, chronic pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.